Manufacturer narrative:
The investigation of this event was completed. A clinical evaluation confirmed the event, a type 3a endoleak with partial component separation and stent migration. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. There is not enough information to determine the root cause of the reported event. Patient medical records were not provided and the devices were not returned for further evaluation. Potential contributing factors to the reported event include patient anatomy, migration of the proximal cuff, and hyper-dilation of the proximal cuff and main body.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. Patient came in emergently on (B)(6) 2016 with abdominal pain. Computed tomography (CT) showed a type 3a endoleak. The physician elected to reline with a competitor device to seal the leak. The patient is in stable condition.